Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited competitive atrial pacing resulting in arrhythmia induction. No intervention was performed. There were no patient consequences.